Manufacturer narrative:
Device evaluation: one used product sample was received for evaluation. Visual inspection of the returned device found no issues. However, functional testing found a leak at the connection between the inhaler connector and swivel tee.

Event description:
A report was received that alleges the device was found leaking after an unknown amount of time in use. No related medical sequela was reported.